Event description:
It was reported that the pt returned to the hospital with shortness of breath. It was confirmed that the pt had dvt and a massive pe. The pt was placed on heparin and a vena cava filter was placed in the high infrarenal position. The same day, CPR was initiated and the pt expired. At autopsy, it was noted that the filter was found at the root of the pulmonary artery.